Manufacturer narrative:
User facility reported "there were multiple instances of miscounts of rf surgical sponges from the middle of 2013 through the fall of 2014". There were no reported effects on patients associated with the report. No lot numbers or product numbers were provided in the report. Aql sample data for the stated time period showed no non-conformances for similar issues. Standard operating room protocol requires manual counting of surgical sponges, and in cases of incorrect counts, sponges are typically removed and replaced. The reported issue will be monitored via the quality management system.

Event description:
It was reported by user facility "event desc: there were multiple instances of miscounts for rf surgical sponges from the middle 2013 through the fall of 2014. What was the original intended procedure? Sponge count."